Event description:
Patient reported unknown side "capsulation and slippage," "very bad capsular contracture", baker grade unknown, and "nothing but problems when they had the implants". Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, clarification to d.4: last known device information per internal database docunect. Event reported on an unknown side. Right-19095848 left-20342309.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported unknown side "very bad capsular contracture", baker grade unknown, and "nothing but problems when they had the implants". Device has been explanted.